Event description:
It was reported that upon opening the packaged lead, it was noted that the distal coil was bent. The lead was not attempted for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix was found to be bent and the analysis visual summary indicated that it was damaged at implant. The analyst commented that the helix was bent, however operated within specification and that blood was visible on the helix. (B)(4).